Event description:
The xt balloon appeared to shear/snap off in the sheath, after meeting resistance while being removed over the bifurcation. The radiologist was performing the angioplasty over a terumo wire. The balloon catheter, sheath and guidewire were removed as one unit.

Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. The sample was examined and confirmed that the outer diameter of the catheter was within approved specifications. The sheath was not returned for evaluation. Therefore, the event could not be duplicated and the results of this investigation are inconclusive.